Event description:
According to the reporter, the electromagnetic navigation bronchoscopy (enb) portion of the case was completed with no issues. However, after the procedure, the patient never woke up from anesthesia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.